Manufacturer narrative:
Initial reporter address - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was not reported. The patient was treated with an unspecified antibiotic (dose, frequency, and route were not reported) for the peritonitis. Antibiotic treatment was discontinued one day before the receipt of this report. The patient¿s outcome and action taken with pd therapy were not reported. No additional information is available.